Manufacturer narrative:
Investigation found a tear in the exposed portion of the soft cannula. Upon manual rotation of the ratchet gear, fluid diverted through the tear. Although the cannula was damaged, the timing and cause of the damage are unknown. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod between 25 and 36 hours on the abdomen.